Event description:
During training, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 02 (compression tracking error) error message with the manikin. No patient involvement

Manufacturer narrative:
The customer reported of the autopulse platform (sn (B)(4)) displayed user advisory (ua) 02 (compression tracking error) error message was confirmed during the archive data review but not during the functional testing. Based on the archive data analysis, the likely root cause of the customer reported (ua) 02 error was due to the size of the manikin used during the reported event. The archive data revealed that the manikin used was small and light in weight. To have a successful take-up, a requirement of at least 6lbs of the load is applied to the load plate. Otherwise, the autopulse platform displays (ua) 02 after the user presses the start button. During visual inspection, noticed a cracked front enclosure, unrelated to the reported complaint. The observed damage appeared to be the characteristics of user mishandling such as a drop. The front enclosure was replaced to remedy the observed issue. In addition, unrelated to the reported complaint, the encoder driveshaft of the platform does not rotate smoothly, exhibits binding and resistance due to a sticky clutch plate. This type of driveshaft issue is characteristic of the normal use of the platform. The impact of a sticky clutch was not severe enough to make the platform non-functional. Deburring of the clutch plate was performed to remedy the encoder driveshaft issue. A review of the archive data indicated the user advisory (ua) 02 error message around the customer reported event date, thus confirming the reported complaint. The archive revealed the take-up target (manikin used on the platform) was a small diameter and light in weight. As the drive shaft rotates and shortens/tightens the lifeband (compresses the chest), the load sensors do not see the expected increase in load. The autopulse platform passed the initial functional test without any fault or error, the customer reported ua02 error was not reproduced during the functional testing. The load cell characterization test confirmed both load cell modules are functioning within the specification. Following the service repair, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error.